Event description:
It was reported that patient experienced a loss of therapeutic effect. The patient felt "electrocuted" by the system. It was reported that the patient also experienced a return of disease, falling, tremors, and the inability to get out of bed.